Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) was being used for hemostasis. After normal deployment and sheath pull back, it was found that the white tamp tube was not visible. The device was removed and hemostasis was achieved using manual pressure for 15 minutes. There was no patient injury reported. The type of procedure was a cerebral angiography. The procedure used a retrograde approach. The deployer¿s mynx training status is trained and certified. Another device associated with the procedure is a non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the right groin. Hemostasis was achieved using manual compression. The duration of manual compression was 15 minutes. The patient was not hospitalized nor had their hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event was a normal recovery. No resistance/friction was experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked or bent. The patient was not morbidly obese. The sealant was not stuck to device components. The device was not returned for analysis. The device history record (DHR) review of lot f1823903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy-advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, it could be related to procedural/handling factors. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the device history record review and the information available, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a mynxgrip vascular closure device was being used for hemostasis. After normal deployment and sheath pull back, it was found that the white tamp tube was not visible. The device was removed and hemostasis was achieved using manual pressure of an unknown duration. There was no patient injury reported. The device was clinically used and will be returned for analysis. The type of procedure was a cerebral anio. The procedure used a retrograde approach. The deployer¿s mynx training status is trained and certified. Another device associated with the procedure is a non-cordis sheath that will be sent back with device. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the right groin. Hemostasis was achieved using manual compression. The duration of manual compression was 15 minutes. The patient was not hospitalized nor had their hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event was a normal recovery. No resistance/ friction was experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked or bent. The patient was not morbidly obese. The sealant was not stuck to device components.